Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
On (B)(6) 2013, the reporter, the patient's mother, contacted animas and alleged the following: the patient had high blood glucose (bg) on (B)(6) 2013 that did not respond to boluses. She called the they called the md, md took the patient off of the pump and has been using syringes and lantus since. Mom has lost confidence in the pump and feels it was not delivering insulin: the having high bgs despite mom bolusing frequently. Mom gave the patient additional insulin via a pen and the patient barely came down from the pen. At 2pm the bg was 400mg/dl. They tried one last bolus and 1 hour later the bg was 500+ mg/dl. The patient did not have any signs or symptoms. Mom states she reviewed supplies closely at the time of the issue. There was no air bubbles, no leaking, no bending or blood noted in the cannula. No site issues. No change in the pt's weight, no new foods, the settings have not recently been adjusted. Mom states all food was accounted for when covering with bolus. Customer technical support (cts) reviewed pump: no associated alarms noted in alarm hx bolus history: no cancelled boluses and all boluses are accounted for basal history: confirmed basal delivery was appropriate prime history: the patient has been priming properly/ drops seen at the end of the tubing, there is small prime volumes in the prime history due to pump rebooting. The pump was not off long enough to cause high bg of 500 mg/dl. Suspend history: no inadvertent suspends noted total daily dose: tdd was accurate when comparing to basal and bolus history and settings. Cts advised mom the pump will be replaced per md request, but the pump history is showing the patient received her insulin for (B)(6) 3013. Advised her pump is rebooting intermittently, but advised mom that the power loss does not contribute to high bg since power loss was momentarily. Reviewed with the patient to use alternate form of insulin delivery method as prescribed by hcp until replacement arrives. Patient verbalized understanding. This complaint is being reported due to the allegation that a patient on pump therapy experienced hyperglycemia related to an unspecified pump malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.